Event description:
Rptr was paged and advised about ventilator problem. He immediately left and went to residence. When he arrived, pt was on backup ventilator and was doing fine. According to the report, rptr received the ventilator the pt was on was malfunctioning. The apnea light was on with the ventilator in the cmv mode. When the ventilator was cycling, there was no air coming out. Due to this, rptr pulled the ventilator out of service and replaced it.